Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found it was broken and damaged. There was also signs of damage as the stopper was missing and was not returned with the device. It appears that the device had never been used as there was no signs of residue. The biopsy valve was also missing and was not returned with the device. No functional testing was available as the device was in a damaged condition and could not be attached to a test endoscope. No additional information was provided. According to the instructions for use (IFU) manual: ¿before each case, prepare and inspect the instrument as instructed below. Inspect other equipment to be used with the instrument as instructed in their respective instruction manuals. Should the slightest irregularity be suspected, do not use the instrument; contact olympus. Damage or irregularity of the forceps/irrigation plug may compromise patient or user safety and may result in more severe equipment damage.¿ the manual further warns: 'do not use the forceps/irrigation plug if any damage, deformation or cracks are observed. Otherwise, operator and/or patient injury may result when using electrosurgical accessories. Abnormalities can be detected by performing pre-use inspection according to IFU'. The cause could not be determined; however, from past investigations, the probable cause is related to inappropriate handling of users or chemical damage. This event is preventable and detectable by handling and inspection according to IFU.

Event description:
The user facility reported that an issue with the maj-891 device. During setup, the stopcock snapped off of the device. There was no patient injury reported. No additional information was provided.